Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device¿s gun not firing was not confirmed. Therefore, an assignable root cause was not determined. However, the device having an unintended activation/motion, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported that during testing, it was observed that the gun of the impactor device was no longer firing. During in-house engineering evaluation, it was observed that the device had an unintended activation/motion. The device was visually and functionally assessed and determined to operate unintendedly due to the rear housings separated from the mid-plate apart and the trigger loose. The rear housing separating from the mid-plate was due to the trigger screw coming loose. The kincise surgical impactor trigger screw had backed out, which allowed the trigger body to move, resulting in the rear housing separation. It was further determined that the device failed pretest for visual assessment and intermittent test assessment. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.